Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue of "calibration needed off by 5.3 and 8.7 percent¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that any parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump calibration was found to be out of specification by 5.3 percent and 8.7 percent during programming and setup testing. There was no patient involvement. No additional information is available.